Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The hard drive, image processor, camera, and generator interface board were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitors displayed image issues on the 9800 system. No pt injury was reported.